Manufacturer narrative:
As received, a partial, distal portion of the lead was returned for evaluation in one piece. Multiple external insulation abrasions were noted at the distal region of the lead breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the external insulation abrasions which is consistent with friction to another device or feature of the patient anatomy. All other damages were consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that there was an increase in capture threshold on the right ventricular (rv) lead. The rv lead was explanted to resolve the event. The patient was stable.